Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), arthralgia ("joint pain"), swelling ("swelling"), hypoaesthesia ("numbness"), back pain ("lumbar pain"), onychoclasis ("cracked nails and teeth"), tooth fracture ("cracked teeth"), fatigue ("chronic fatigue"), alopecia ("excessive hair loss") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (underwent a laparoscopic surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, arthralgia, swelling, hypoaesthesia, back pain, onychoclasis, tooth fracture, fatigue, alopecia and abdominal distension had not resolved. The reporter considered abdominal distension, alopecia, arthralgia, back pain, fatigue, hypoaesthesia, onychoclasis, pelvic discomfort, pelvic pain, swelling and tooth fracture to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.